Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has been inflated. Microscopic inspection of the balloon surface showed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned on the transportation wire and located at the proximal end of the protector cap. The stent is kinked in its center and appears slightly pinched at its proximal end. White fibers were observed between the stent struts. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the handling during the preparations for the intervention (i.e. Improper removal of stent protector). Please note that the IFU advises the user to visually check the stent crimping for uniformity, no protruding struts, and centering on the balloon, to verify that the stent is positioned between the proximal and distal balloon markers, and not to use if any defects are noted.

Event description:
While removing the stent protector, the orsiro drug-eluting stent dislodged from the balloon and stayed on the stylet. The stent remained on the transportation wire. After additional correspondence with the local staff, it was clarified that the affected device was introduced and inflated inside the patient.